Manufacturer narrative:
The device was returned for evaluation, visual inspection conducted during service revealed that the keypad was damaged. Besides, no fault was found for the battery. A review of the production order showed that this device passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest tht the product did not meet manufacturing specifications upon release for distribution. A review of complaint history revealed similar events for the listed device over the previous 15 months, but no other complaints with the same serial number, as this is a unique serial device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for renasys touch revealed that battery within device has failed to charge and therapy can be continued only by keeping the device plugged into electrical (ac) power has been identified in battery failed section. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode. With the results of this investigation the root cause of this event could not be determined. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. It is recommended that all reusable devices be routinely inspected for wear and damage and replaced as necessary. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Event description:
It was reported that, during abdominal wound treatment with a renasys touch non connect 4th ed device, the device presented a battery life issue. It was informed that the patient travels on road by car most of the day, and that the battery was lasting 6-8 hr. The patient has received a dressing change three (3) times a week by a rn. The nurse indicated that the patient has been hospitalized during this treatment due to unknown reasons. It remains uncertain which interventions/procedures were performed while hospitalized.

Manufacturer narrative:
H10: internal complaint reference (B)(4).